Manufacturer narrative:
H6: correction was made to the coding. Continuation of d10: product ID 8780 lot# 0222038261 implanted: (B)(6) 2022: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: 0222038261, implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jan-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving clonidine (400 mcg at 19.99313 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain. A  volume discrepancy was noted where they took 34ml but expected 35.8. On the (B)(6) 2022 they also had a reservoir volume discrepancy where 39.5ml was taken out and the expected was 30.9. The patient came in for a refill but they couldn't find the septum so they did a the refill on "scopy rx" and the pump was inverted. The patient confirmed that the pump turned sometimes. The family doctor confirmed that the patient turns the pump often so they decided to do a revision on the pump and to check the catheter. The catheter was found to be really twisted. The decision was to cut the twisted part and clip the distal portion. The pump was left in place and refilled with saline. Additional information received from the healthcare provider via a clinical study indicated important device information.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving clonidine (400 mcg at 19.99313 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain. A volume discrepancy was noted where 39.5ml was taken out and the expected was 30.9. The patient came in for a refill but they couldn't find the septum so they did a the refill on "scopy rx" and the pump was inverted. The patient confirmed that the pump turned sometimes. The family doctor confirmed that the patient turns the pump often so they decided to do arevision on the pump and to check the catheter. The catheter was found to be really twisted. The decision was to cut the twisted part and clip the distal portion. The pump was left in place and refilled with saline. Additional information received from the healthcare provider via a clinical study indicated important device information.

Manufacturer narrative:
B5: correction was made to this field. Continuation of d10: product ID 8780 lot# 0222038261 serial# implanted: (B)(6) 2022 explanted: product type catheter h6: the previous submitted fdd codes related to the volume discrepancy are now in regulatory report 800152518. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.